Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure a dissection occurred. The 99% stenosed, 3x14mm target lesion was located in the left anterior descending (lad) artery. A 3x16mm liberte stent was implanted resulting in 0% residual stenosis. An additional liberte stent was implanted to treat an edge dissection. The procedure was a technical success. No discharge data or follow up assessment data was provided.